Event description:
It was reported that during implantable pacing lead (ipl) implant procedure, placement difficulty occurred due to suspected mitral valve regurgitation. The ipl was removed, and procedure aborted. The following day, patient was implanted with a implantable pulse generator (ipg) device and right ventricular (rv) lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The distal conductor was extrinsically distorted due to kinking/buckling. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted that the kinked conductors could contribute to placement difficulty. If information is provided in the future, a supplemental report will be issued.